Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was described as ¿the machine was priming and started leaking from cassette¿ and ¿the solution color was orange¿. This occurred while the patient was not connected. Further described as ¿the leaking was coming from the door¿ of the pd cycler and ¿the cassette was still inside of the machine¿. This occurred during setup of the device for automated peritoneal dialysis (pd) therapy. Renal therapy services (rts) provided troubleshooting steps to the pd registered nurse and discussed the use of continuous ambulatory pd. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.